Manufacturer narrative:
The cc truwave cables 896 series was not returned as the unit had been discarded. The device history review could not be completed because no serial number was provided. The UDI number is not available because no serial number was provided.

Event description:
It was reported that multiple cc truwave cables 896 series had a drift in results in the ICU. They do not have a complete picture as to the incidence at this time but they have been able to verify drift after about 1 hour on a simulator in clinical engineering. This was before use. There is no patient injury. There will be no product return as multiple cables were discarded.